Event description:
It was reported that a pump was reprogrammed to deliver 1476 ml of etoposide at a rate of 369 ml/hr. The customer stated that after four hours, 150 ml of medication remained in the IV container.

Manufacturer narrative:
MFR reference number: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.